Event description:
It was reported that the device shocked the pt once and illuminated the service light. The device failed to deliver a defibrillation shock during subsequent attempts. A back up defibrillator was readily available and utilized to resuscitate the pt immediately. The pt was transported alive to the hospital but passed away at the facility. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported failure to deliver a defibrillation shock. However, physio verified event codes in the memory and observed a loose c clip from the therapy connector. Physio reinstalled the c clip and cleared the event codes in the memory. Proper device operation was confirmed through functional and performance testing and the device returned to the customer for use. A conclusive cause for the device failure to deliver energy was not determined.